Event description:
The service repair tech (srt) reported that during functional testing of the device at the service center, there was a slight rubbing sound during gut rotation of the roller pump. There was no pt involvement.

Manufacturer narrative:
The service repair tech (srt) removed the pump module from the housing and observed a wobble in the large pulley. The srt removed the gut and observed bearing fluid contamination on large pulley. The srt replaced the pulley, main bearing, oil ring and completed preventative maintenance. With these components replaced, the unit operated to MFR specs and was returned to clinical use. If add'l info becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.